Event description:
Pt called alleging that meter does not power on. Pt had mentioned that meter had stopped working three works ago, and in 1/2004 around 8pm, pt was taken to the ER because their blood glucose was low, and their blood pressure was high. Pt mentioned that their blood glucose was around 82 or 83mg/dl. Pt was not treated for their diabetes. Batteries were replaced less than a year. Customer service was unable to resolve the issue and sent pt a new meter.